Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan USA alleging that her onetouch ultra2 meter tested in settings mode. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2016 at 6:45am. The patient manages her diabetes with self-adjusting insulin. The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claimed to have developed the symptoms of "headache, dizzy and hungry" 1 hour after the alleged product issue began; however she denied that she received any treatment. At the time of troubleshooting, the csr noted that the subject meter was being used for the first time and the alleged product issue was resolved with walk-through education on the correct test procedure. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claimed to have developed the symptom of "hungry" after the alleged product issue began. This symptom does meet lifescan's criteria for a serious injury.

Manufacturer narrative:
Analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled 'postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.